Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that 1.7x14mm bone screws,cross-pin,self-t was alleged of issue s-17 (device damaged) could be confirmed. The device inspection revealed the following: note that all four corners of the cross pin head are severely damaged. Clearly too much mechanical force has completely damaged / stripped the cross pin head (inadequate handling). Even some plier marks are visible on the side of the screw head. According to these damages, we would have to suppose that the used screwdriver may have been the cause of these damages. Unfortunately we have not had any details on the condition of the screwdriver as such. Note; please make sure to check the condition of the instruments prior to their use. Some residues are indeed visible (blood or remaining soft tissue material though) but unfortunately we are not able to comprehend the mentioned information of some black particles which detached from the screw (possibly some particles of the screwdriver). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
When the medical specialist was going to insert the screw into the patient's bone, black particles were detached of screw.

Event description:
When the medical specialist was going to insert the screw into the patient's bone, black particles were detached of screw.